Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reporting injected a patient in the lips and perioral rhytids with 2 ml of juvéderm® volbella¿ xc. The patient experienced an ¿infection¿ in the lips area, noted with ¿unilateral presentation, no systemic s&s.¿ the patient was treated with bactrim ds, a medrol dosepak, rocephin, and levofloxacin. Event status is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, the healthcare professional reported that the event began a week post-injection. That day, the patient was treated with bactrim ds and a medrol dosepak. Six days later, the patient received doxycycline and a medrol dosepak. The following day, the patient was treated with mupirocin ointment topically bid + bid bilateral nostrils and the rocephin. Additionally rocephin was given the next day. Four days later, the patient was treated with the levofloxacin. Five days later, a wound culture was performed, results noting ¿coagulase-negative staphylococcus.¿ two days later, the patient was treated with additional rocephin (totaling 2 grams), prednisone po and hylenex 150 mg x 2 vials injection. The following day, the patient was treated with hylenex 150 mg x 1 vial injection, clarithromycin 500 bid po, and ordered 10 treatments in hyperbaric chamber. The next day, the patient was treated with clindamycin 300 mg bid po x 14 days.